Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she woke up and noticed that her insulin pump had constant tone and frozen display with the time clock not advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.